Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon used (1) 35lst sleeve and found the outer seal split. The surgeon completed the case with the split seal sleeve. There was no consequence to the pt.